Event description:
It was reported that due to a high, out of range pacing impedance measurement in the right atrial (ra) lead, an automatic safety switch from bipolar to unipolar pacing occurred. The patient experienced some stimulation in unipolar pacing at high outputs, which were subsequently reprogrammed and lowered. Unipolar pacing showed within normal limits pacing impedances but there was noise over sensing at the ra lead in atrial tachy response events after the switch. Bipolar pacing also exhibited noise, an impedance high, out of range with no capture at high outputs. Approximately a month ago, the patient fell on his right side during a pilates session. Given these findings, bipolar pacing is not viable. It is suggested to continue with unipolar pacing with sensitivity adjustments to reduce ra oversensing and to conduct an x-ray to inspect the lead. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.